Event description:
It was reported that the patient experienced a skin rash on her back and chest that is moving down her legs. The patient was scheduled to see a physician different from her previous one. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v914059, implanted: 2012 (B)(6), explanted, product type: lead, product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).